Manufacturer narrative:
The lens was returned for evaluation. Visual inspection of the lens found one haptic bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event could not be determined.

Manufacturer narrative:
The lens has been returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted approximately 8 weeks after implantation due to iol dislocation. No sutures were required. The lens was exchanged for another lens of the same model but a different diopter.